Event description:
During a routine inspection, the black plastic handle of an alta mallet was found cracked. This did not occur during a surgical procedure.

Manufacturer narrative:
The ultem handle broke due to thermal stress built-up resulting from repeated autoclaving. The ultem material has been upgraded to improve the reliability and durability of the instrument handle.